Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. Based on the reported issue and intervention provided, there is no allegation of malfunction that occurred with the device. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, the device has not been returned to carefusion¿s failure analysis lab. Technical support clinical feedback to the customer: "the patient is potentially flow starve due to fix flow (55l/m) insufficient to meet demand during this scenario if clinically feasible increasing the flow to meet the patient demand(for I:e of 1:2 at least) will minimize asynchrony and fluctuation in fio2 monitor readings. Something to consider any pressure restriction from the wall if you are threading the o2 hose to assembly component which incorporates a flowmeter, the potential of pressure restriction can occur , during increase demand on the internal blender via patient settings can drop the gas pressure further."

Event description:
The customer reported low fraction of inspired oxygen (fio2) on the vela ventilator while being used on a patient. The customer reported the patient was having difficulty getting ventilated. The pulmonologist (physician) accessed the patient and ordered a sedative to stabilize the patient in which the reported issue was resolved.